Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter is confirmed but the exact cause could not be determined. One x-ray sample of what appears to be a catheter in use within a patient was returned for investigation. A non-vad securement device appears to be in use. The catheter appears to curl and then loop distal to the securement device. The looped area appears to be the kinked location. Based on the x-ray sample provided, possible contributing factors include insertion method, placement location, and securement technique. Since the catheter appears to be kinked in the x-ray sample provided, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that an x-ray image showed what appeared to be a kink in the PICC.